Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 105: pulse test fault) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 105. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was displaying a service code 105: pulse test fault.